Event description:
It was reported that the physician's handheld battery was not holding a charge for long after is was unplugged. It was reported that this has occurred for approximately a year. A replacement handheld was sent to the physician. The handheld is expected to be returned for analysis; however, it has not been received to date. It was reported that no patient's were affected by this.

Manufacturer narrative:
.

Event description:
Further follow-up revealed that the physician indicated that the handheld and wand were working well and he did not need the new programming tablet. The handheld will not be returned as the handheld is functioning as intended. The new tablet was returned to manufacturer.